Event description:
The harmonic ace scalpel was being used during a gastric sleeve procedure when the cord broke out from the handpiece and the screw that attaches the two pieces together snapped in half. The cord is unusable and the handpiece was broken.this is the third incident regarding a defect in this product in the recent few months. I have already sent 2 back to the company. The power cord for the device also needs to be replaced as there is a broken screw in it.